Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to issues with the cylinder, pump, and reservoir. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to issues with the cylinder, pump, and reservoir. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination pump found no evidence of abnormalities or leaks. The pump underwent functional testing and did not pass the activation testing performed. The cylinders underwent visual inspection, microscopic examination, and leak testing. One of the cylinders presented a bulge that made the device unable to expel the fluid from the cylinder. Wear was found at the folds of both cylinders either at the proximal or distal end. The other cylinder passed leak testing within product specifications. Inspection of the reservoir found no abnormalities or leaks. Based on the information available and analysis results, the pump not performing within product specifications and the bulge on the cylinder could have caused or contributed to the reported event; therefore, a conclusion code of cause traced to component failure was chosen. This record will include information regarding updates to complaint (B)(4) moving forward.